Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: vertical stripes in the image. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged charged coupled device unit led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope did not produce an image. The issue occurred during routine maintenance and there were no reports of patient involvement.